Event description:
Patient complained of chest pain the day after implant. Chest x-ray and CT scan revealed findings suggestive of a left-sided pneumothorax and ventricular lead perforation through the myocardium. It was determined that open-chest surgery with patch repair should be performed. The ventricular lead that had perforated the myocardium and extended outside the heart was repositioned back into the cardiac chamber by pushing it from the lead tip side. The perforation site was then closed by suturing the myocardium around the lead tip, incorporating the helix into the suture. After closure of the chest, the patient remained hospitalized for continued postoperative care.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed perforation cannot be determined.